Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and noise was observed on the real time egms as well as the rv pacing lead impedance measurement. The cause of the noise was an anomalous capacitor.

Event description:
It was reported when a patient presented to the clinic for a follow-up, an ongoing ventricular noise reversion episode was observed. An attempted device download failed. The patient received an inappropriate shock during another interrogation attempt and received a message the device was in backup vvi mode. Disabling the tachy therapies with magnets were unsuccessful. The device was explanted and replaced. The patient condition is good.

Manufacturer narrative:
(B)(4)

Event description:
New information received states the patient claims experiencing pain and hematoma from the time the patient received inappropriate shock therapy. The cause of the shocks is claimed to be user error. It is confirmed the actual cause of patient pain and hematoma was from the surgery. The medication attention in place is applying pressure and heat to the skin were bleeding was observed. No more adverse consequences have been reported.